Event description:
It was reported that the batteries leaked in the remote monitor and the case became clouded with the electrolyte. Even after replacing the batteries the monitor would not turn on. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.